Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. Date of event is an approximation. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the arm. On (B)(6) 2024, the day of the event the patient was inserting a cgm sensor and ¿had a problem with it¿. The patient did have cgm reading after however, so the warmup phase was completed correctly. The patient stated she became dizzy, fell to the floor, and began shivering and sweating. She was attempting to find something sweet to eat while she was in the kitchen near the refrigerator. The patient stated that she was unable to walk to the street and that after contacting the ambulance, she had to be carried since her legs were so weak. No cgm nor blood glucose readings were reported from this part of the event, but when the paramedics took a fingerstick at the hospital, the cgm reading was 95 mg/dl, and the blood glucose reading was 40 mg/dl. She was admitted to the hospital for 8 hours, and they wanted to treat her intravenously, but her blood vessels were so poor that they could not. Instead, they treated the people with ¿a couple of shots,¿ no more information was available regarding this. She was discharged after 8 hours, when the blood glucose reading would have been around 117 mg/dl. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable and okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator when patient had symptoms. The reported glucose values fall within the c zone of the parkes error grid when paramedic checked. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - clinical code - e1206 chills.